Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site. The device was visually inspected and functionally tested. A review of the alarm log did not identify any occurrences of the f-38 alarm. A service history review revealed no previous service events were related to the reported condition. The customer reported condition of f-38 was not able to be confirmed. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement reported. Additional information was requested and is not available.